Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgery, it was observed that the motor device would not work in hand control function and turned on sporadically. It was further reported that the hand control was tested with another device and it worked fine. There was no delay in the surgical procedure and a spare device was used. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the connector body was loose and the flex circuit was corroded / worn not allowing the hand control to work. Therefore, the reported condition was confirmed. It was determined that the device showed signs of damage indicative of damage caused by immersion during cleaning which is failure to follow the directions for use. The assignable root cause was determined to be due to user error / abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.